Manufacturer narrative:
(B)(4). Batch # n53775. The analysis found that one pce60a device was returned in good visual condition and with an ecr60b loaded in the device. Upon evaluation of the cartridge, the right side was fully fired and the left side was partially fired 1/3. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an open distal gastrectomy, there was a breaking noise intermittently though the knife moved forward to the end at the third firing on the stomach. The firing was conducted in the pulse firing method. The cartridge was the blue gst. The doctor waited for 15 seconds prior to firing after clamping the target tissue. After the firing, the knife returned to home position automatically without noise and the jaws opened smoothly. The deployed staples were formed properly though one staple was formed in lumbricoid shape. Additionally, buried suture was performed for reinforcement. However, as the cartridge was heavily damaged, there was a possibility that some broken pieces or parts remained inside the patient. The sales rep who attended the operation commented that nothing seemed to fall off the device when the device was removed from the patient. Before the event, the device was fired on the duodenum with a white gst at the first firing and on the gastric body by approaching from the greater curvature with a blue gst at the second firing. The device functioned as intended in both firings. After that, the duodenum and the remaining stomach were anastomosed with a competitor device and then, the echelon powered device was fired to close the insertion slot of the circular stapler at the third firing.

Manufacturer narrative:
(B)(4). Corrected data: cartridge code referenced in evaluation summary. The returned cartridge was a gst60b.